Event description:
It was reported that a healthy pt developed a yeast infection after the shaver was used for an arthroscopic procedure, and the complainant "could not see any other reason" an infection occurred. The pt was "okay." It was later reported that the pt underwent an arthroscopic knee surgery on (B)(6) 2012. The pt returned to the hospital 30 days after surgery complaining that there was "something there" in the knee. A culture was taken and was positive for yeast. The pt was treated with an antibiotic and was doing fine. All of the devices used for the procedure were discarded. Not all of the devices used for the procedure belonged to this MFR.

Manufacturer narrative:
The device was not returned to the MFR for eval and was reported to be discarded by the complainant.